Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and uterine leiomyoma ('fibroids') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cyst") and scar ("scarring") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, uterine leiomyoma, cyst and scar outcome was unknown. The reporter considered cyst, pelvic pain, scar and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: cyst, pelvic pain, uterine leiomyoma and scar. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and uterine leiomyoma ('fibroids') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cyst") and scar ("scarring") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, uterine leiomyoma, cyst and scar outcome was unknown. The reporter considered cyst, pelvic pain, scar and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: cyst, pelvic pain, uterine leiomyoma and scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: addition of ptc results. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.